Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of motor error with her daughter's insulin pump. The customer's blood glucose level at the time of incident was 300 mg/dl. The customer was assisted with troubleshoot. Three motor error alarms were found in the device's alarm history. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.